Event description:
It was reported that the patient was experiencing inadequate and rib stimulation due to the placement of the leads. It was also reported that the left lead seemed to be moving in the epidural space causing the leads to widen. The patient underwent a lead replacement procedure. The explanted leads were not returned as it was kept by the medical facility. The patient was still in the hospital and was experiencing extreme left foot pain.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family:scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: (B)(4).